Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 500mcg/ml baclofen at 57.98mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient was in the hospital with fever and tachycardia and the hcp questions withdrawal or infection. The hcp reported that the empty reservoir alarm occurred on (B)(6) 2019. The patient was due for a refill. It was reported that the hcp had trouble updating the pump with the 8840 clinician programmer. The hcp updated the low reservoir alarm and this solved the issue. The patient's parents could not hear the pump alarm when it was alarming inside of the patient. No further complications were anticipated/reported.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that the cause of the inability to hear the pump was unknown. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID (B)(4), product type: programmer, physician . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8840, serial# unknown. Product type programmer, physician. Corrected outcome attributed to adverse event of hospitalization as reported on (B)(6) 2019. Updated to reflect the information received on 2019-apr-16. Patient codes (B)(4) and (B)(4) removed; device code (B)(4) added to reflect the information received on 2019-apr-16. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2019 from the healthcare provider (hcp). It was confirmed that no withdrawal or infection had occurred. The cause of the patient's pump being empty was due to a missed refill appointment. The empty pump issue was considered resolved. No further complications were reported.